Event description:
(B)(4) clinical study. It was reported that following a percutaneous coronary intervention, in-stent restenosis occurred. The 3.5x12mm, 88% stenosed, de-novo target lesion was located in the proximal left anterior descending (lad) artery. The 3.5x16mm taxus element sent was direct stented resulting in 0% residual stenosis. The patient was discharged on aspirin and prasugrel. In (B)(6) 2014, the patient presented with worsening in coronary heart disease. Angiography revealed 75% restenosis of the previously implanted stent in the lad. The lesion was treated with the placement of an unspecified drug eluding stent, resulting in 0% residual stent stenosis. No additional patient complications were reported.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - device not returned therefore analysis of complaint device could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).